Manufacturer narrative:
(B)(4). Patients for the study reported to be greater than 85 years old. Patients for the study reported to be 29 males and 54 females. Patients for the study reported to be of bmi of 25.54 (mean). Date of event estimated. The article indicates the procedures were performed between january 2009 and october 2011. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Katarzyna czerwinska-jelonkiewicz, ilona michalowska, adam witkowski, maciej dabrowski, ewa ksiezycka-majczynska, zbigniew chmielak, krzysztof kusmierski, tomasz hryniewiecki, marcin demkow, janina stepinska. (Journal of thrombosis and thrombolysis (0929-5305) 2013): vascular complications after transcatheter aortic valve implantation (tavi): risk and long-term results.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on review of the article: "vascular complications after transcatheter aortic valve implantation (tavi): risk and long-term results". It was reported that a single-center prospective and retrospective study identified a total of 83 consecutive patient who underwent transcatheter aortic valve implantation (tavi) between january 2009 and october 2011. Sixty seven patients had transvascular approach: 59 - transfemoral, 8 trans-subclavian. Sixteen patients had a transapical approach. In the transfemoral access patients closure was by preplaced prostar xl device sutures or surgical suturing. Ten cases of prostar xl failure were reported, the type of failure was not specified. Clinical outcomes were as follows: retroperitoneal bleeding - 3 patients; femoral artery rupture -3 patients including one patient death; femoral artery dissection - 3 patients; femoral artery occlusion/stenosis - 2 patients; arterio-venous fistula - one patient; hematoma/bleeding - 8 patients; femoral stent dislocation - 1 patient; distal embolization resulting in amputation - 1 patient; distal embolization resulting in embolectomy - 1 patient; blood transfusion - 39 patients; interventions: balloon angioplasty - 7 patients, femoral stenting - 4 patients, vascular surgery - 9 patients.